Event description:
End user alleges that one of the legrests extension legs cannot fit together due to too much soldering built up inside the channel. The instruction sheet states that the bolts will be loose, but end user states all the hardware was loose in box.